Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: v250535, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot#: v343757, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient¿s ins was removed because the ¿ins was infected and the patient got a staph infection¿. It was indicated that the ins was removed, but their leads were still implanted, but they were unsure if it was a full lead or a partial lead. The caller also could not recall even the year of the event. No further complications were reported/anticipated.